Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees2093 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6). Device not returned for evaluation.

Event description:
It was reported that on (B)(6) a venous tromobis occurred at the right side of the body in the basilic vein and arm adema and mid local pain was noted. Patient recovered (B)(6) 2020 and no sequelae was reported. No other information was provided.